Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. According to the evaluation, olympus repair center found that the inner circuit board was broken. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the broken inner circuit board. Aging deterioration may have caused the defect because 8 years have passed since the device was manufactured. If significant additiona.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The endoscopic image was frozen due to a failure of the inner circuit board. There is no burn marks or component broken on this board. Sdi port on the rear panel had a dent and could not be connected. Tracks of cable between the front panel and circuit board were rusted. Receptacle was loosened. Front panel had cracks. Foots were deformed. Net spacer on the chassis was missing. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the device, olympus repair center found that the endoscopic image was frozen. There was no report of patient injury associated with this event.